Event description:
Sorin group received a report that, about 30 minutes into bypass, the perfusionist noted a pink tinge to the water in the heater/cooler lines. The oxygenator was changed out and the procedure was completed without further issues. There were no pt complications.

Manufacturer narrative:
Expiration date will be forwarded when available. Manufacture date will be forwarded when available. Sorin group (B)(4) manufactures the apex hp oxygenator. The incident occurred in (B)(6). This medwatch is being field on behalf of sorin group (B)(4). Contact with the facility indicated that the pt received antibiotics. It was confirmed that the pt is fine and when the pt was discharged from the hospital, there were no signs or symptoms of infection. Sorin group has requested that the product be returned for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.